Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator was damaged and in need of repair. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification (it was bleeding and had segments missing). Analysis also found the upper and lower cases broken, the battery release, keyboard pad and battery drawer contaminated and the battery contacts compressed. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator was damaged and in need of repair. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.